Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: pfc sigmarp stb tb in 6 25.0; sigma fem adapter 5 degree; sig fem adap +2/-2 offset bolt; sig tib cem stm 13x60 2/2.5/3; sigtibcemstm 13x30 1.5/2/2.5/3; unknown knee femoral; unknown knee tibial tray; unknown bone cement.

Event description:
The patient was revised to address infection and loosening of the femoral component at bone to cement interface. Cement manufacturer is unknown. It was also reported that the tibia was well fixed but taken out due to infection. Doi: 2015 for the femoral adaptor, femoral bolt and (2) tibial stem , doi: (B)(6) 2018 for femur, insert and tibial tray, dor: (B)(6) 2018 , left knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.